Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377660, serial # unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on (B)(6) 2018 from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the half of the patient¿s lead ¿was out.¿ which led to a lead revision on (B)(6) 2013 where a second lead was implanted. It was reported that the patient had a normal replacement surgery on (B)(6) 2018. The first lead implanted in 2009 was plugged into the 8-15 port and the second lead implanted in 2013 was plugged into the 0-7 port. It was reported that the manufacturer representative was seeing odd things with the patient¿s lead. The second lead was not registered to the patient and they did not know how to program them. Impedances were checked and everything was green. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 377660 unknown implanted: (B)(6)2013 product type lead product ID 39565-65 (B)(4) implanted: (B)(6)2009 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the healthcare provider (hcp) clarifying the report of "the lead was half out and required a revision in 2013," meaning that there was a non-functioning contact on the paddle lead. The hcp could not find the serial number of the patient's second unregistered lead. It was reported that the patient weighed (B)(6)pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 377660 implanted: (B)(6)2013 product type lead product ID 39565-65 (B)(4) implanted: (B)(6)2009 product type lead. Correction to supplimental. Correct date is (B)(6)2018 not (B)(6)2013. If information is provided in the future, a supplemental report will be issued.